Manufacturer narrative:
Reported event: an event regarding instability involving an unknown duracon insert was reported. The event was confirmed through medical review. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: instability is a "soft tissue¿ problem of the structures around an arthroplasty that is determined by the size, position and other geometrical aspects of the implanted devices in relationship to the ligament space of the knee and has no relationship at all with the specific device properties as related to manufacturing or materials composition. Instability was proven in this patient based upon both findings during physical and radiological examination although no further details could be established due to general lack of clinical information. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review concluded that instability is a "soft tissue¿ problem of the structures around an arthroplasty that is determined by the size, position and other geometrical aspects of the implanted devices in relationship to the ligament space of the knee and has no relationship at all with the specific device properties as related to manufacturing or materials composition. Instability was proven in this patient based upon both findings during physical and radiological examination although no further details could be established due to general lack of clinical information. The exact cause of the event could not be determined based on the information provided. Further information such as device details and return, pre and post operative x-rays, operative notes, as well as patient history are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. Not available.

Event description:
It was reported that patient's right knee was revised due to instability and pain.